Manufacturer narrative:
(B)(4). G2- australia. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately sixteen years post implantation due to articulating surface disassociation from the tibial component, possibly secondary to a fall. There is no additional information available.